Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they have an underperforming sensor. Customer's blood glucose was over 500 mg/dl. Troubleshooting for high blood glucose was not performed. Customer advised they had a bent cannula and they noticed it was bent over a year ago. Customer advised that there have been times where the sensor performed well with a bent cannula and times where it did not.